Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a septal myectomy and valve replacement surgery and the right atrial (ra) lead dislodged. The ra lead had high thresholds, oversensing and loss of capture. Additionally, the right ventricular (rv) lead had "pulled back" and displayed t-wave oversensing (twos) and intermittent loss of capture. A lead revision was completed and the ra lead was extracted and replaced while the rv lead remains in use. No patient complications have been reported as a result of this event.